Manufacturer narrative:
H6: evaluation conclusion codes- corrected from adverse event related to procedure to unintended use error caused or contributed to event. Device evaluated by MFR.: returned product consisted of a watchman (flx) delivery system with blood in the device. The delivery system was received inside the watchman truseal access system unsnapped. The hub, sheath, core wire, and tip were microscopically and visually examined. Inspection of the device revealed that there were numerous kinks and flattening in the sheath. There was tip damage as the tri-cuts were flared, and there were abrasions on the inside of the sheath tip. The hypotube was bent/kinked 10.5cm distal of the deployment knob. The stopcock was returned detached. There was no other damage or defect observed. Media from the clinical procedure were provided to bsc in the form of photos. The photos depict a hole in the sheath approximately an inch and a half distal of the white snapping feature confirming the reported damage. The sheath broke during analysis while attempting to remove the delivery system from the access system in the same location as the hole. Product analysis could not confirm the reported event of difficulty deploying the implant as clinical circumstances could not be replicated. Product analysis confirmed the reported damage as there was a hole in sheath.

Event description:
It was reported that difficulty unsheathing the closure device and damage to the delivery sheath body occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The closure device was difficult to unsheath. Before troubleshooting could be performed, the wds jumped and the closure device was deployed in a flx ball configuration. The closure device was successfully deployed into the laa and the was and wds were removed from the patient. After the procedure, the wds had a notable abnormality in the sheath body approximately 1cm from the handle. It was suspected that the physician applied downward pressure on the deployment knob while unsheathing. The tip of the hypotube appeared to have dug into the wds body and caught until the sheath jumped. No patient complications were noted.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman (flx) delivery system with blood in the device. The delivery system was received inside the watchman truseal access system unsnapped. The hub, sheath, core wire, and tip were microscopically and visually examined. Inspection of the device revealed that there were numerous kinks and flattening in the sheath. There was tip damage as the tri-cuts were flared, and there were abrasions on the inside of the sheath tip. The hypotube was bent/kinked 10.5cm distal of the deployment knob. The stopcock was returned detached. There was no other damage or defect observed. Media from the clinical procedure were provided to bsc in the form of photos. The photos depict a hole in the sheath approximately an inch and a half distal of the white snapping feature confirming the reported damage. The sheath broke during analysis while attempting to remove the delivery system from the access system in the same location as the hole. Product analysis could not confirm the reported event of difficulty deploying the implant as clinical circumstances could not be replicated. Product analysis confirmed the reported damage as there was a hole in sheath.

Event description:
It was reported that difficulty unsheathing the closure device and damage to the delivery sheath body occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The closure device was difficult to unsheath. Before troubleshooting could be performed, the wds jumped and the closure device was deployed in a flx ball configuration. The closure device was successfully deployed into the laa and the was and wds were removed from the patient. After the procedure, the wds had a notable abnormality in the sheath body approximately 1cm from the handle. It was suspected that the physician applied downward pressure on the deployment knob while unsheathing. The tip of the hypotube appeared to have dug into the wds body and caught until the sheath jumped. No patient complications were noted.

Event description:
It was reported that difficulty unsheathing the closure device and damage to the delivery sheath body occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The closure device was difficult to unsheath. Before troubleshooting could be performed, the wds jumped and the closure device was deployed in a flx ball configuration. The closure device was successfully deployed into the laa and the was and wds were removed from the patient. After the procedure, the wds had a notable abnormality in the sheath body approximately 1cm from the handle. It was suspected that the physician applied downward pressure on the deployment knob while unsheathing. The tip of the hypotube appeared to have dug into the wds body and caught until the sheath jumped. No patient complications were noted.